Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) had a leak and went through the arteriotomy when the doctor pulled back. The procedure was completed using manual pressure of over thirty minutes. There was no reported patient injury. The mynx vcd was stored and prepped according to the instructions for use (IFU). The procedure used an antegrade approach. A cordis avanti 6f sheath was used. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. The device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) had a leak and went through the arteriotomy when the doctor pulled back. The procedure was completed using manual pressure of over thirty minutes. There was no reported patient injury. The mynx vcd was stored and prepped according to the instructions for use (IFU). The procedure used an antegrade approach. A cordis avanti 6f sheath was used. The vessel diameter verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock closed. A procedure sheath was locked on to the sheath catch. The sealant remained in the manufacturing position, exposed to blood. Per functional analysis, inflation/deflation test was performed on the balloon of the returned device (mynx control instructions for use (IFU), lbl10097_rev 4). The results revealed a leak in the balloon. Per visual analysis, a micro tear in the balloon of the returned device approximately 6.5mm from the balloon neck was revealed. A product history record (phr) review of lot f2122102 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a micro tear in the balloon of the returned device approximately 6.5mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.